Manufacturer narrative:
Customer/facility phone number: (B)(6). Customer contact: (B)(6).

Event description:
It was reported that after blood sampling, the nurse attempted to purge the syringe. During flushing, the lid burst and blood gushed from the syringe and into the nurse's left eye. The eye had to be rinsed as a result. The nurse subsequently received the following ophthalmic treatment/medication: dacryoserum and monosept eye drops. The nurse was not given a shot or prescribed antivirals. The serology results from the nurse were negative. No further patient complications were reported in relation to this event.